Manufacturer narrative:
The biomedical engineer reported that all telemetry devices are in communication loss. The media converter on the 1st floor has gone bad. Customer was provided with part number and drive for a new media converter. The it department reports that replacing the media converter did not fix the issue. The cns (central monitoring system) went into communication loss because of a network connectivity issue. The issue is somewhere in the inside wiring between the first floor and the rest of the department. The customer routed the a virtual lan (vlan) on the corporate network to re route the traffic. Customer is having a contractor come in to test the inside wiring. Device is back in communication. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that all telemetry devices are in communication loss. The media converter on the 1st floor has gone bad. Customer was provided with part number and drive for a new media converter.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported that all telemetry devices are in communication loss. The media converter on the 1st floor has gone bad. Customer was provided with part number and drive for a new media converter. The it department reports that replacing the media converter did not fix the issue. The cns (central monitoring system) went into communication loss because of a network connectivity issue. The issue is somewhere in the inside wiring between the first floor and the rest of the department. The customer routed the a virtual lan (vlan) on the corporate network to re route the traffic. Customer is having a contractor come in to test the inside wiring. Device is back in communication. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.